Event description:
It was reported that the patient presented to the emergency room and it was noted noisy signals on the non-boston scientific right ventricular (rv} lead. Which led to the cardiac resynchronization therapy defibrillator, (crtd) delivering an inappropriate electric shock. Additionally, it was indicated that this rv lead was fractured. Troubleshooting options were discussed. Subsequently, an invasive procedure was, performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).